Event description:
It was reported via repair work order that the lift sensor coil cord was damaged exposing wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.